Manufacturer narrative:
Reliability analysis inspected four opened/used sensors and performed bicarbonate buffer test. All four sensors passed with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 426 mg/dl and their sensor glucose read 129 mg/dl. The customer was able to treat their high blood glucose with the insulin pump. The customer also reported experiencing a off no power alert three times in the past. Customer stated there was no damage to their insulin pump. The customer stated the alert would occur without a low battery warning. The customer was advised that the sensor would be replaced. Customer agreed to return their sensor for analysis.